Event description:
I used super poligrip from approximately 1998 to 2009. While I was using super poligrip, I began experiencing numbness and tingling in my hands, feet, and legs. In 2008, I was diagnosed with neuropathy. Urine test showed I had high levels of zinc in my body. My neuropathy is permanent and require continued medical treatment and care. Dose: denture cream. Frequency: once daily. Route: oral. Diagnosis: denture adhesive cream. Event abated after use stopped: no.